Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: he most probable cause is expected or random component failure without any design or manufacturing issue. And regarding to the malfunction focus switch is dirty the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the subject device had a watertightness defect in the cable unit, a coupler malfunction, an unstable scope connection, a dirty focus switch and a loose coupler spring. There was no patient involvement.